Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4) (B)(6). The field service specialist (fss) visited customer site and upon evaluation of the system, the issue was not confirmed. Fss preventively replaced instrument manager, network adapter pack detect switches cable assembly and modified ethernet cable assembly. Fss performed the preventative maintenance (pm) and field service checklist, which several filters and o-rings were replaced on the unit as part of pm. The unit was found to meet abbott medical optics specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that error 2012 (instrument host timeout error) occurred with the whitestar signature system. There was no patient involvement reported and no patient treatments delayed or cancelled.